Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged because the patient would not keep their arm down. The physician attributed the patient's alzheimer's disease to the patient raising their arm, which lead to the rv lead being dislodged. The entire single chamber implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. No patient complications have been reported as a result of this event.